Manufacturer narrative:
Company representative contact phone number: (B)(6).

Event description:
It was reported that the heaters on the level 1 convective warmer were charred/burned. No patient injury or complications were reported in relation to this event.